Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the legal manufacturer's final investigation results. The device was returned to olympus. This evaluation was evaluated, and the result was deemed as not plausible. The attached photo in the evaluation tab show no recognizable damage in the mouth area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the overload safety of the item was triggered as a result of a massive overload in order to prevent breakage or similar damage in the jaw area. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid endoscopic stone-retrieval forceps jaw's distal end broke and had loose broken parts. The event was found during reprocessing. There were no reports of patient harm.